Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported a patient went into surgery for a left reverse total shoulder replacement. While the surgeon was implanting the baseplate, one screw broke during the fastening process. Baseplate secured with remaining screw and other screws.

Manufacturer narrative:
The reported event could not be confirmed. The device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported a patient went into surgery for a left reverse total shoulder replacement. While the surgeon was implanting the baseplate, one screw broke during the fastening process. Baseplate secured with remaining screw and other screws.